Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an unknown product performance issue. A revision procedure was performed, and the device was removed and replaced. No additional adverse patient effects were reported.